Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information, at this time additional information was not received. (B)(4).

Event description:
A customer reported that patient experienced rainbow glare and unexpected refraction two weeks after surgery. These events were expected to resolve spontaneously. Attempts have been made to obtain additional information, at this time additional information was received.